Event description:
I had the novasure procedure done in (B)(6) 2011, when I was (B)(6), and I have regretted that decision ever since. My doctor made it seems appealing considering the heavy bleeding, and immense cramping I experienced post surgery. I was fine for the first year, then I developed gastritis, and was in and out of the hospital once a month. I ended up having to get an appendectomy performed. The next month, I was sick again with all the same symptoms (nausea, vomiting, abdominal cramping, and no known cause). I was in (B)(6) on vacation in (B)(6) 2015, when I became ill and was rushed to the ER. The doctors ran a number of tests for years and discovered a tumor growing inside of my bladder, along with cuts, and fibroids. In (B)(6), I had a cystectomy performed which revealed that I developed a rare disease, which may be linked to the novasure endometrial ablation. Now, I am (B)(6) and scheduling a hysterectomy with my new gyn. If it were possible I would sue anyone linked to the mfg and distribution of any novasure products. My quality of life has diminished. I have three children ((B)(6)) who have not had a healthy mother for most of their lives.